Event description:
As reported by the user facility (translation of user facility): two incidences of under infusion. The first occurred (B)(6) 2014. Set to deliver 1000 ml saline, in 2 hours, set rate at 50 ml per hour. Two hours after infusion stated, about 1/2 of bag remained. Pump remained in service. Second incident occurred (B)(6) 2014 to infuse 1000 ml in 2 hours when infusion expected to be complete bag contained about half of the solution (500 ml). Reference MFR # 9610825-2014-00158.